Event description:
It was reported that the right atrial (ra) lead had intermittent oversensing, which was causing inappropriate mode switch. The sensitivity was adjusted to less sensitive which improved the sensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 383069 lead, implanted (B)(6) 2008. (B)(4).